Event description:
It was reported to the manufacturer, by the end user, per the end user, that resident was being moved from toilet to wheelchair via joerns sit to stand device. During the transfer the sit stand device failed causing the resident and her lna to end up on the floor. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.